Event description:
According to the initial information received, as a 24mm amplatzer cardiac plug (acp) was being implanted in the 79-year-old, male patient, pericardial effusion resulted. Pericardiocentsis was performed and 400ml of blood was extracted. The effusion was thought to possibly be due to manipulation of the delivery system (13f amplatzer torqvue 45x45). The acp was successfully implanted and the patient was stabilized and was treated with plavix and aspirin post-procedure.

Manufacturer narrative:
Device analysis: sjm medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Image review: review of the images by sjm's in-house medical consultant resulted in the following findings: procedural tee and fluoroscopic/cardioangiographic images were available for review. The trans-septal puncture site appeared in normal range. Several tee images showed the delivery sheath seemed very close to the laa wall, but no images showed the sheath penetrating the laa wall. Baseline cardioangiograms showed the relatively short length of the laa neck measuring about 20 mm. The device was positioned well. During device deployment (while the delivery cable was still attached the device), pericardial effusion was found. As no fluoroscopic images showed the entire course of the device deployment and sheath maneuvers, it was not possible to determine the root cause of the pericardial effusion. Conclusion: the image review concluded the acp placement, position and orientation were adequate. Pericardial effusion (pe) developed during the procedure and the cause of the pe was unknown. However, given the fact the laa had a relatively short laa neck and based on the position of the sheath on tee, sheath manipulation damage to the laa wall could not be ruled out.